Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker, the right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing due to electromagnetic interference (emi) resulting in false high ventricular rate (hvr) episodes. No intervention was performed. There were no patient consequences.